Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's conductor wire was broken. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument passed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis investigation also found the instrument's bipolar yaw pulley was broken. The yaw pulley was missing a .073 x .042 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. Failure analysis investigation also found the instrument's grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .019 offset at the tips. The bent grip has separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Failure analysis concluded the bent damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the pk dissecting forceps instrument was not recognized by the system. A cable at the wrist of the instrument was observed to be broken. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.